Manufacturer narrative:
Two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The returned samples were functionally tested by connecting the devices to a male lever lock; it could be inserted properly with no abnormalities observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of two (2) interlink solution administration sets could not open. It was further reported that it was unable to connect the thread lock for flow. This event occurred during use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.